Event description:
It was reported that the patient presented in syncope. In addition, it was reported that the patient had encountered an episode of asystole. The right ventricular (rv) lead exhibited high and intermittent thresholds, loss of capture and a suspected dislodgement. The rv lead was capped and replaced. The associated implantable cardioverter defibrillator (ICD) was explanted replaced for no pacing that was expected due to the rv lead issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).